Event description:
It was reported that during a surgical procedure at the user facility the neptune 2 rover ultra's smoke evacuator failed. If the smoke evacuator fails during a procedure the surgical staff could experience irritation to exposed mucous membranes. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.